Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl and a seizure resulting in biting their tongue; "a chunk of it came off". The customer alleged that the pump delivered a "triple dose of inulin"; however, multiple attempts were made by tandem¿s technical support to obtain additional information and troubleshoot, the customer did not respond and the alleged root cause could not be confirmed. Customer went to the emergency room and was treated with "potassium IV [intravenous line] and d10", and was discharged 9 hours later. The customer reverted to an alternate method of insulin therapy.